Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak at reagent probe b and replaced the reagent probe b collar wash valve to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).

Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600 pro synchron system leaked at reagent probe b, the instrument suppressed results for the blood urea nitrogen (bun) assay, ammonia quality control (qc) recovery was out of acceptable range and calibrations also failed for cartridge chemistry (cc) side chemistries. The customer was wearing personal protective equipment consisting of gloves and eye protection. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.